Event description:
It was reported that no solution would flow through a onelink extension set. This occurred during priming with the device connected to an anesthesia set. The device was able to be flushed with a syringe but still no flow when connected to the anesthesia set. The device was replaced with a new one with no further issues. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.